Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a power on reset (por) message and reported their therapy had been turned off. At the time of the call, patient services was going to have the patient clear the message to check their implant battery life and turn the therapy back on, however the patient indicated they had been trying to charge so patient services provided instruction on how to recharge. Once the patient connected to charge, their battery was at 90% and charging at excellent connection. The patient confirmed that they had charged up their implant earlier that day. Patient services then had the patient clear the por and reviewed the meaning of the por with the patient. The patient turned their therapy back on and was able to feel stimulation comfortably on program 6 at 2.7 ma. Though the patient was able to connect with both devices on the call, the patient mentioned that when using the recharger and the communicator  it was harder to find their implant. The patient clarified that they thought that maybe this was due to implant depth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.